Manufacturer narrative:
The valve was not returned for evaluation as it remains implanted in the patient and there was no allegation of device malfunction. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. As reported, a size mismatch was the likely cause for the increase in gradient across the valve. There was no allegation or indication a device malfunction contributed to this adverse event. Patient-product mismatch is described in the labeling. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners 3 clinical trial, the patient had a 23 mm sapien 3 valve implanted within a 23 mm surgical valve in the aortic position. Immediate post procedure the patient¿s mean gradient was reported to be 11.5 mmhg. Approximately 24 hours post procedure tee showed a mean gradient of 31 mmhg. Approximately 48 hours post procedure tee showed a mean gradient of 33 mmhg. Approximately 72 hours post procedure tee showed a mean gradient of 25.7 mmhg. There was no evidence of thrombus on tee or cta. Per the physician, there was no evidence that the valve ¿failed¿, but there appeared to be a size mismatch. Treatment of the high gradient was planned.

Manufacturer narrative:
Approximately 1 month post implant of a 23mm sapien 3 valve within a 23mm surgical valve, bav and ¿valve cracking¿ procedure was performed with a 24x45mm true balloon. Prior to bav, the mean gradient across the valve was 21.6 mmhg, peak velocity 3.6 m/s, a calculated valve area of 1.4cm2, and trace aortic regurgitation was noted. After bav and valve cracking, the mean gradient across the valve was 15mmhg with a calculated valve area of 2.55cm2. The sapien 3 valve appeared well seated with no pvl and mild cai. Post bav the patient was taken to the ICU for recovery. The following day a CT angiogram was performed. It demonstrated ¿normal coaptation of the prosthetic aortic valve without evidence of leaflet thrombosis¿.